Event description:
It was reported that revision surgery was performed. The devices were revised in (B)(6) 2013.

Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris.